Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex was able to determine the most likely cause of the reported issue. The failure appears to be the result of user error, specifically inadequate continuous irrigation flow during the procedure. The documented event details support this conclusion, which aligns with the precautions outlined in the apollorf® probe instructions for use. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/25/2025, a sales representative reported via (B)(4) that an ar-9831 aspirating ablator probe started overheating and randomly and sporadically changing the ablation intensity. The case was finished successfully. This occurred during a rotator cuff repair with no patient harm.